Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was emitting tones. As this device cannot emit tones, the sound heard was likely environmental. A review of the most recent remote interrogation revealed low out-of-range right atrial (ra) lead impedance measurements. Boston scientific technical services (ts) reviewed the available data and confirmed there were no alert conditions. Ts confirmed the low out of range impedance measurements along with noise and oversensing. It was noted the ra sensitivity had likely been reprogrammed to mitigate the noise oversensing. Despite the out-of-range impedance measurements on the ra lead, all other measurements were appropriate. Additionally, x-ray confirmed the lead was in a stable position. No adverse patient effects were reported.